Event description:
It was reported that the right atrial lead had issues with sensing and threshold testing due to lead fracture. The lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.